Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a tactile and visual examination found no defects on the crimped stent, balloon and tip sections of the device. The unit was returned with numerous kinks and two breaks. One break was located in the hypotube approximately 737mm from the strain relief and the other break was in the midshaft approximately 1011mm from the strain relief. An examination of the break in the midshaft found that the break is consistent with excessive tensile force having been applied to the shaft. This is evident in the severe stretching that was visible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The target lesion was located in the left circumflex artery. A 3.50x20mm promus element plus drug-eluting stent was selected to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal. However, returned device analysis revealed shaft break.